Event description:
It was reported that the pump had a volume discrepancy; the reservoir volume was greater than expected (volume not specified). The hcp did 2 roller studies and the roller did not move (date of tests not reported). No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.